Event description:
The hospital reported that during a coronary artery bypass procedure and after the first anastomosis, when the surgeon tried to unscrew the ultima opcab system, it was impossible to withdraw the arm. It was blocked. The surgeon reported he believes the screw mechanism was broken. He had to remove the stabilizer by pushing the heart away to complete the procedure, with no additional patient effects reported. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the device. A functional test was conducted to determine if there are any mechanical failures. The stabilizer shaft was secured into position when the light gray side mount knob was turned. Subsequently, the stabilizer system was removed from the targeted site by loosening the light gray side mount knob counter-clockwise. Based upon the findings of the functional test, the reported complaint could not be confirmed. (B)(4).